Event description:
Customer reported that 2 patient samples reported as positive in 4_cell assay reactions, but the ab_ID yielded negative results.

Manufacturer narrative:
Instrument images were reviewed; weak reactions were observed. The customer did not return samples for investigation testing. Based on information from the customer that suggested samples may not have been stored at 1-10 c and may have been on the instrument longer than 24 hours, it is not pssible to rule out the samples as a cause of the event. The customer was referred to the package insert for the capture-r ready ID (crrid) which states that testing should be performed as soon as possible following collection to minimize the chance of false positive or false negative reactions due to improper storage or contamination of the specimen. Specimens that cannot be tested within 24 hours should be stored at 1-10 c as soon as possible. Weakly reactive antibodies may deteriorate and become undetectable in specimens stored at room temperature for several days before testing or in specimens for prolonged periods at 1-10 c. Limitations on the package insert for crrid state that negative reactions will be obtained if the test specimens contains antibodies present in concentrations too low to be detected by the test methods employed.